Event description:
It was reported that the patient is being considered for a pmi (patient matched implant) product on an unknown day for an unknown reason. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). G2: poland. The customer has indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is being considered for a left hip revision approximately 20 years post-implantation due to loosening of the acetabulum. A revision has not been reported to date. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b5; g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.